Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the cap does not stick tightly after being opened. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: ¿the serum tube cap does not stick tightly after being opened and then closed again.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose cap (stopper creep out) was not observed. Separately under a previous study, 29 retention samples from bd inventory were evaluated by functional testing and the issue of loose cap (stopper creep out) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode loose cap (stopper creep out) however, bd has initiated further root cause investigation relating to the issue of loose cap (stopper creep out) through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the cap does not stick tightly after being opened. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: ¿the serum tube cap does not stick tightly after being opened and then closed again.¿.